Manufacturer narrative:
(B)(4) - button failure. Evaluation: results: evaluation of the returned product found that the alarm does power on but the voice does not sound. There is a clicking noise that sounds each time the voice is supposed to sound. Manufacturer references file # (B)(4).

Event description:
The customer reported that the alarm has some kind of button failure but, couldn't provide more specific information. There was no patient injury reported. Inspection of the product found that the alarm does power on but the voice does not sound.